Manufacturer narrative:
The rse evaluated the device remotely and determined that the device showed therapy disabled error due to a defective capacitor. As a result, dfm100 assy capacitance (453564489001) was replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device gave a "therapy disabled" error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.